Manufacturer narrative:
Evaluation codes: method - other: lens work order search. Results (other): visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. A work order search was conducted, and there were no similar complaints found. At the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithm predict the length of the icl that will bridge the sulcus. This method of sizing and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. Evaluation of newly available, alternate measuring devices is ongoing.

Event description:
It was reported that the pt had a micl12.6 implantable collamer lens implanted in the right eye in 2009. During the postoperative visit the surgeon observed the lens rotating in the pt's eye. As a result, the pt complained of glare. Lens was exchanged at one month later. The surgeon does not believe there was a problem with the lens sizing but due to the pt's anatomy. The pt is starting to develop pigmentary dispersion, a hereditary condition.